Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened button dome switch. No frozen screen was noted. No moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 83 mg/dl. The customer stated that it was raining but the pump was not wet. The customer stated that a buttons were probably stuck for being pressed longer than 3 minutes. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.